Event description:
Reporter just became aware of changes bd made to the packaging of some of their syringes. For a long time the insulin syringes have been in a package with orange coloring and the syringe cap has been orange. Now their 1ml safety glide syringe with a 25g needle comes in a package with some orange coloring and the needle hub is orange. The 1ml syringe would often be used as a tb syringe. Although the orange color is a slightly different shade of orange it still creates, in reporter's mind, a potential error. Reporter is in the process of contacting bd about this matter. They are posting warning signs in all clinical areas and doing education of the staff. They are in the process of determining if they want to switch their tb syringes to 26 or 27 gauge needles.